Event description:
It was reported to medtronic minimed that the customer experienced pump error 68 alarm, keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for keypad anomaly/stuck button alarm. Customer reported receiving a stuck button alarm. Customer reported pump error 68. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of the pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment. Found unresponsive back and left buttons. No pump error 68 alarms were noted during testing. Unable to download pump history files and traces using thump software due to unresponsive keypad. Pump was cut open to perform visual inspection and found evidence of moisture damage on the keypad traces. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, pillowing keypad overlay, label damage, and keypad overlay peeling. Stuck button error was not confirmed during testing, however a unresponsive back button and left button were noted during testing. Moisture damage was noted found on the battery tube, and keypad traces. Pump error 68 was not confirmed during testing. Unable to download was confirmed due to unresponsive keypad. Unresponsive back and left button were confirmed during testing due to moisture damage on the keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.